Event description:
It was reported that bd alaris smartsite gravity set separated. The following information was received by the initial reporter with the following verbatim: 2730-pc - IV tubing came detached at a y port needle-free valve.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided. Material#: 10802688, batch number#: unknown. It was reported by customer that IV tubing came detached at a y port needle-free valve. Verbatim#: material: 10802688, 2730-pc - IV tubing came detached at a y port needle-free valve customer respone: date of incident: (B)(6) 2024. Describe any patient harm, injury, complication or negative outcome that occurred because of the event. No harm reached the patient as the tubing came apart when the rn held it to attach syringe to y port. Any sample available for investigation? If yes, please provide the address of the facility for us to ship the return label? Yes, (B)(6).

Manufacturer narrative:
It was reported by customer that IV tubing came detached at a y port needle-free valve. One sample of material number 10802688 was submitted for quality evaluation. Visual inspection of the infusion set was initially conducted. During visual inspection, it can be seen that the tubing separated from the outlet port of one of the smartsites of the assembly. Further examination of the sample, under magnification, indicates that there is a lack of solvent at the union location between the y-site port and tubing. The customer complaint of separation other component was confirmed. The investigation was forwarded to the manufacturing facility for further analysis. After investigation, the potential root cause for separation between tubing and y-site (body) could be related to the assemblers did not hold the joint long enough as indicated in the assembly procedure, causing a gap between components and subsequently a separation. A device history record review for model 10802688 lot number 23119139 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09nov2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.